Event description:
Pt reported event of coma when having a radioisotope study of the device. Pt stated that physician "was unaware of a piece of tubing in the pump with baclofen and therefore the pt got 2 days dose of baclofen during this study." Pt reported he was in coma for 2 days and on a respirator. No report of residual deficit and has been on oral baclofen prior to pump replacement. Pt has had pump since 03/1994 and will have a replacement on 10/19/1998. Has had good results with 200 mcg of baclofen intrathecal prior to this event.